Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in the united states notified biomérieux of misidentification of s. Maltophilia as a. Baumannii in association with vitek ms instrument (ref. 410895, (B)(4)). Customer reported having, for one patient isolate, results 99.3% a. Baumanii. Customer reported results and sent organism for susceptibility testing. Organism was resistant to carbapenamase (kirby bauer) - organism sub-cultured to blood agar slant and sent to state lab to perform additional sensitivities. Mass state lab tested sample on bruker instrument and reported result was s. Maltophilia. Customer then repeated testing on vitek ms from original plates. Blood agar, macconkey and both purity plates repeat results were s. Maltophilia. Results are summarized below: first testing: vitek ms result: 99.3% a. Baumanii repeat testing: bruker result: s. Maltophilia vitek ms result: s. Maltophilia there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in the united states that they obtained a misidentification of s. Maltophilia as a. Baumannii in association with vitek® ms instrument (ref. 410895, serial number. (B)(6)). Investigation complaint analysis and device history record: the investigator reviewed the complaint database and device history record. As of the date of this investigation, no similar complaint has been recorded; isolate of stenotrophomonas maltophilia misidentified as acinetobacter baumannii or acinetobacter calcoaceticus. Fine tuning: unknown (lack of data, it was not possible to define if a fine tuning was needed during the customer¿s tests) spot preparation : the customer¿s spot preparation quality was not optimal. The sample ¿all peaks¿ values were quite heterogeneous. Knowledge base (kb) review: the expected identification is unknown because no reference method was used to confirm the expected identification. However, the customer believes the sample is stenotrophomonas maltophilia which is present in vitek ms kb v3.2. Sample data analysis: reprocessing of the customer¿s data did not retrieve the misidentification as acinetocater baumannii as described in the technical complaint. However, one of the spectra, provided by the customer, led to another species of acinetobacter (acinetobacter calcoaceticus). The analysis of the mzml samples files shows that the number of all peaks was quite heterogeneous. According to data provided, the misidentification result was obtained from the spectra having the lower number of peaks (64). Moreover, the misidentification was obtained with a low identification score (-0.35) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result. It means that the issue could be due to a non-optimal spot preparation. Analysis of mzml sample files shows a mass shift for the spectra given the potential misidentification result as acinetobacter calcoaceticus. Based on these findings, the issue could be explained by a non-optimal spot preparation of this sample strain. Conclusion per the investigation data, the customers issue appears to be due to non-optimal spot preparation.